Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty optical unit. However, the specific cause of the faulty optical unit was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed an e105 error occurred due to an optical unit failure. Also, evaluation found the rear panel characters were faded and the battery was consumed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the visera elite ii video system center displayed an e105 error message. There was no reported patient harm or impact due to this event.